Manufacturer narrative:
Additional information has been received and updated in b5. This is a duplicate of manufacturer report number filed under 1610287202400004. No additional reports will be filed on this current report number 1610287202400008. Any additional information that is received will be reported on manufacturer report number 1610287202400004. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that this file is a duplicate of file ID (B)(6) , therefore this current file has to be cancelled.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the different lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional reported on behalf of consumer stating that he experienced eye pain, redness, light sensitivity, blurred vision after using contact lens solution. The consumer visited an optician and was diagnosed with eye infection. He stopped wearing the contact lenses. At that time consumer¿s symptoms were improved. After some days he again used the contact lenses that were cleaned with the same solution and experienced same events. Consumer visited the ophthalmologist and diagnosed with toxicity reaction in the eye. The consumer was prescribed with steroids. Upon follow up information it was stated that the consumer was diagnosed with toxic keratitis. The current status of the consumer¿s eyes were symptoms resolved. Additional information has been requested but not yet received.